Event description:
Customer reported being treated by emergency medical team due to low blood glucose levels. Customer also reported that his battery cap was worn out. Troubleshooting performed and pump appeared to be functioning as designed. Assisted customer with checking carb ratios in bolus wizard. Customer was suggested to call md to discuss possible causes of low blood glucose levels.